Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer sent was found cracked during use. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was received for evaluation. Visual inspection was conducted along with functional testing. The device was determined to have a crack in the main body. The transfer set did not meet product specifications related to the reported event. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.